Event description:
It was reported that the patient's left ventricular (lv) lead dislodged and the patient experienced diaphragmatic and phrenic nerve stimulation. It was also reported that the lv lead dislodgement appeared to be the result of twiddler's syndrome. The lv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.